Event description:
The generator was returned to the service center with a report of error code 172. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, error e486 was found. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection; however, the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: motherboard defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.